Event description:
The customer reported being hospitalized due to unexplained high blood glucose. The customer stated having trouble with the insulin pump one month before the heart attack. Her blood glucose reading was almost 200mg/dl most of the time. The customer declined to troubleshoot and stated that the device was not working. The physician at the hospital stated that her blood glucose was high, but he did not tell her the number. The customer had a coronary dissection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch repot # 3004209178-2013-99062.